Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak through a closed twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot to the main body beneath the white twist sleeve. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the female connector. The leak was further described as "tube was locked in the patient end tube set, but the medicine would still leak"; "couldn't be locked" and "cannot fit tightly with the patient end tube set". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.